Event description:
It was reported that the pt was experiencing intermittencies with the device. External equipment was exchanged; however, the problem was not resolved. Testing of the device showed that the device is not functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.